Event description:
Patient was hospitalized due to a diabetic ketoacidosis. The pump history was reviewed and it was noted there was numerous high blood glucose alerts many of which were not re-checked as they should have been. It was also found that when the blood glucose levels were checked the corrections were miscalcualted as they were calculated on the goal blood glucose of 120mg/dl instead of the actual blood glucose, therefore no corrections wre given. The pump history also recorded that the pump had been alarming for low battery condition then subsequently alarmed tht the battery was depleted. When the patient's spouse was questioned spouse acknowledged that the pump was indeed alarming but spouse was not trained on the pump and didn't know how to change the battery. He also stated that his patient had been throwing up for 2 days and hadn't had anything to eat or drink, spouse became concerned that patient's blood sugar would go low if the pump kept giving insulin so spouse turned the pump off. The reporter who is is a certified diabetes educator and an rn, confirmed that additional pump training for both the patient and the patient's spouse would be arranged as part of the hospitals discharge plan.